Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction with the compromised dragonfly opstar resulted in the reported difficult to advance and the reported difficult to remove. Interaction/ manipulation of the devices resulted in the noted guide wire damages (bent/kinked core, misaligned coils) contributing to the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that the dragonfly opstar imaging catheter was used during the procedure. However, after pullback, the device could not be removed from the bmw guide wire; therefore, the catheter and bmw wire were removed together as one unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.